Manufacturer narrative:
According to the facility on (B)(6) 2023 the sample port was leaking and fell off requiring the facility to replace the foley catheter. Per the facility the bed was soiled with urine and the staff member replaced the foley catheter with no issues or harm to the patient. No additional information is available at this time. The sample was returned and the customer complaint was confirmed, however, a definitive root cause could not be determined at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 the sample port was leaking and fell off requiring the facility to replace the foley catheter.